Event description:
Pt with history of chronic upper back pain was seen in the ed on (B)(6) 2009 for complaints of dizziness and trouble walking. Vs were checked and blood pressure was very low (rt arm 61/34, lt arm 63/35). Caregivers reviewed her medicines including her intrathecal pump. The pump was administering baclofen and another medication. The pump was disabled with a magnet. During the next three hours, the patient's bp progressively improved.